Event description:
It was reported that the patient had been taken to the hospital room via ambulance due to ketoacidosis. The patient's blood glucose levels reached 376 mg/dl while wearing the pod between 4 and 24 hours and the arm. Symptoms reported include vomiting. No treatment was provided. The patient was released the same day and corrected the hyperglycemia via insulin pen.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.